Event description:
Caller alleged discrepant results compared with the lab. Patient's inr was 1.7 whereas the hospital lab was inr as 6. Caller tested patient inratio 1.7. Retest 1.7. Patient has been on coumadin for a year and was hospitalized the same day due to pneumonia. Same day lab inr test came back 6.0. Patient was not given any medication before blood was drawn for the lab test. Patient does not have any bleeding symptoms.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Discrepant results (accuracy) comparison of inratio test with lab results provided by the end-user at time complaint was filed: date: (B)(6)2009, inratio: 1.7, lab 6.0, mean : 3.85, confidence limits: 2.3 - 5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. Meter is expected to be returned for evaluation. Investigation is pending.